Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown morphine via an implantable pump. The indications for use was spinal pain. It was reported that the manufacturer representative (rep) stated that the patient moved and missed a refill. The rep stated that the patient saw a healthcare provider (hcp) and the pump was refilled and the empty reservoir alarm had occurred. The rep stated all programming was updated and the pump was updated. The rep states the patient went home and found the pump was still alarming so they had to go back to the clinic to address it. The rep stated that there were no new alarm logs, it just showed the previous alarm. The manufacturer's technical services specialist (tss) discussed checking the home screen for active alarms and that button was active. Tss discussed silencing the alarm and that this was a known issue and engineers were addressing it. Tss discussed with the rep to always have the hcp check the home screen for active alarms and to silence if present.

Manufacturer narrative:
Continuation of d10: product ID a810 (serial: unknown); product type: 0216-software; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.